Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed.

Event description:
It was reported that the ventilator 10v shutdown and fault bat sys messages were displayed and the device did not start operation. There was no patient involvement.

Manufacturer narrative:
A main board was returned to covidien/medtronic¿s product analysis. An investigation was performed and the identified root cause of the reported issue was isolated to insufficient input voltage for the controller on the main board. If information is provided in the future, a supplemental report will be issued.